Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. Patient outcome: it is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. The following allegations have been investigated: fracture, vena cava (vc)/organ perforation, anxiety, worry, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, worry, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due to deep vein thromboses and pulmonary embolism. Patient is alleging vena cava/organ perforation and fracture. The patient is further alleging anxiety that the filter could fail at any time but cannot be retrieved without a serious surgery, worry due to a fractured filter and perforation outside of the vena cava and into adjacent structures. The patient also suffers when walking long distances. (B)(6) 2017, per a report from xray; ¿signs/symptoms: abdominal pain recurrent c difficle. History: pain (abd, flat\erect\t\pa chest). Clinical history: pain, recurrent cdiff, abdominal pain, nausea, vomiting. Findings: caval filter, one of the struts appears to be broken with a small fragment projecting to the right of filter.¿ (B)(6) 2018, per a report from computed tomography; ¿impression: 2. Ivc filter is noted with multiple extraluminal struts, with suspected penetration of the l3-l4 intervertebral disc and l4 vertebral body. Indication: 68 years old female assess possible kidney stones, pelvic pain/dysuria. Vasculature: the abdominal aorta is of normal caliber. There are scattered atherosclerotic calcifications. [Ivc filter is noted with the struts located outside the ivc with potential invasion of the adjacent disc space/vertebral bodies.]¿